Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The universal handle was found broken in tray before case started.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against the provided product code found additional reports of mating end breakage. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in (B)(6) 2012 via (B)(4)). The design was modified to reduce incidence of instrument failure. Modification to match existing hp universal handle/slap hammer attachment feature where limited failures seen. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.